Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 31.8 mmol/l (572.4 mg/dl) while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. In addition, the patient experienced nausea and dryness in the mouth. As treatment, a correction bolus was administered and placed a new pod.